Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11806 related manufacturer report number: 2017865-2021-11805 it was reported that the patient presented for a revision procedure. The patient had twiddler's syndrome and clearly rotated the pacemaker, breaking the twiddler's stitch during the twisting motion. A chest x-ray revealed that the atrial and the right ventricular (rv) leads were dislodged. The rv lead was repositioned successfully. The atrial lead was attempted to be repositioned, but ultimately it was explanted and replaced. Another twiddler's stitch was added for the device. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces: the connector portion measured 8.2 cm and the distal portion measured 44.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.